Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) post ventricular atrial refractory period (pvarp) lagged behind the sinus episode 85 and was proarrhythmic for the patient. The ipg remains in use. No patient complications have been reported as a result of this event.